Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarms with tf 5509 and tf 9907. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: investigation outcome. It was stated that the device alarmed with tf5509 and tf9907. Importantly, no patient was involved. The logfiles have not been received for analysis. A replacement inspiratory valve was provided to the customer to address the issue. As no further communication or complaints were received, it is assumed that the issue has been resolved. Hamilton medical considers this case closed.